Manufacturer narrative:
Performed hemagglutination tests on retention panoscreen I, ii and iii, lot 24223 with anti-s, lot 622003. Reagent red cells from panoscreen I, ii and iii, lot 24223 exhibited negative reactivity. Our investigation found that panoscreen I, ii and iii lot 24223 does not include an s positive donor cell. A recall was initiated on this lot on (B)(4) 2010.

Event description:
Customer reported the master list for panoscreen iii, lot 24223 does not include an s positive donor cell.